Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation of the device, low impedance was observed on the right ventricular lead. The device was reprogrammed. The impedance was within normal range. A chest x-ray was performed, which revealed a possible insulation break. The patient was stable and will continue to be monitored.